Event description:
The customer reported that during use of this forceps in a knee arthroscopy, the tip of this instrument broke in the joint. The tip was able to be retrieved without injury or surgical delay.

Manufacturer narrative:
Investigation findings: conmed linvatec received this instrument for investigation without the broken piece. During examination of this instrument, the evaluator confirmed the reported problem and found damage to the jaw and tube. A visual examination found the tip detached at the pin pivot point and the outer tube bent.